Manufacturer narrative:
Evaluation summary: the stylette was returned loaded in device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th stent wraps, with struts raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the initial 15 images capture the treatment of a lesion site in the lcx with numerous unidentified devices. The images then capture a lesion site in the rca, exhibiting a degree of calcification and stenosis. The successful delivery and deployment of numerous unidentified balloons and stent devices are captured from the images. There are no images however capturing the unsuccessful positioning of the resolute integrity 3.0x15mm device, or the subsequent stent deformation in vivo. Therefore, the stent deformation reported by the account cannot be confirmed by the images. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the distal right coronary artery (rca) exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. (B)(6) was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that following positioning difficulty, the stent deformed in vivo during positioning. The procedure was completed using a non mdt device. Patient status post-procedure is alive with no injury. It was reported that the event was due to use of the device in difficult lesion morphology/anatomy, (B)(6). The event was procedural related and not device related.